Event description:
I was diagnosed with fibromyalgia less than a year after I finished breastfeeding my daughter. This was 7 years after my 2nd breast augmentation revision surgery. Since then, I have had multiple dozens of symptoms and side effects that all lead back to these implants. I was never told about any risks from putting these FDA "approved" implants in my body and had to investigate this all on my own. Test date: (B)(6) 2013. FDA safety report ID# (B)(4).